Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery (lcx). Following predilation, a 32 x 2.25 promus premier stent was selected for use and advanced but failed to cross the lesion. The physician decided to use a non-bsc guide extension catheter and removed the stent from the patient; however, the physician noted that the distal tip of the stent was slightly lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.